Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the primary flap, taken from left fibula, failed. As a result, a revision procedure was necessary because the implant did not fully vascularize and integrate with native tissue. The revision procedure, which occurred on (B)(6) 2015, took a secondary flap from the right fibula. No allegations were made against the plate itself, which was removed and then reinserted during the procedure. A surgical delay of 15-20 minutes was reported. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient¿s medical record number is (B)(6). Patient date of birth and weight are unknown. Date of postoperative flap failure is unknown. Revision procedure took place on (B)(6) 2015. Device was removed and then re-inserted during the revision procedure on (B)(6) 2015. Per facility, the complainant part is not available for return as it was re-inserted into the patient during the revision procedure. The investigation could not be completed; no conclusion could be drawn as no product was received. A review of the device history records has been requested and is pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.